Manufacturer narrative:
This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information was provided on 01may2023 indicating that the foreign matter was discovered in the stock room.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Investigation ¿ evaluation. On (B)(6) 2023, (B)(6) hospital (united states) contacted cook to report a hair-like fiber was found within the sealed package of a cook dilator (rpn: (B)(4); lot: 15270005). The foreign matter was discovered in the customers stock room on (B)(6) 2023. Reviews of documentation including the complaint history, device history record (DHR), quality control procedures, and instructions for use (IFU), as well as a visual inspection of the returned device, were conducted during the investigation. The complaint device was returned to cook for evaluation. One sealed, unused device was returned with a hair-like fiber inside the package. The information provided upon review of the returned device indicates the device was manufactured out of specification. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the dhrs for the reported complaint device lot 15270005 and the related subassembly lots revealed no related non-conformances. No other complaints on this lot were reported. An expanded DHR was performed for this complaint. No other complaints were noted from these lots. Three potentially related non-conformances were noted. All nonconforming product was either reworked or scrapped. Considering the above compiled information, there is no evidence that additional non-conforming product exists in house or in the field. Cook also reviewed product labeling. The IFU, pamphlet, t_jcd_rev0, packaged with the device contains the following in relation to the reported failure mode: how supplied: upon removal from package, inspect the product to ensure no damage has occurred. Based on the information provided, inspection of the returned device, and the results of the investigation, this event is concluded to be a quality control deficiency. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported a hair-like fiber was found in the sterile package of a cook dilator. Additional information regarding the event and patient outcome has been requested but is currently unavailable.

Manufacturer narrative:
Common name: fge catheter, biliary, diagnostic. Product code: fge. PMA/510(k) #: k183036. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.